Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that the securing mechanism of an ozark plate disengaged and an ozark screw backed out. There has been no adverse consequence to the patient and revision surgery is not planned. This report captures the ozark screw. The ozark plate is reported separately.

Manufacturer narrative:
Correction to d3 and g1: updated from stryker spine-leesburg to k2m, inc. Visual inspection: x-ray images were inspected and found to show minor screw back-out. Screws were migrating out from the vertebral body and could be seen on the images. Dual screw cover appeared to be fractured which allowed screw migration to occur. Functional inspection, dimensional inspection, and material analysis could not be performed since the device was unavailable for investigation. Review of the device and complaint history records could not be performed as a valid lot code was not provided nor obtained since the device associated with this event was not returned. The ozark view and guide cervical plate systems surgical technique was reviewed and the following relevant information was identified: the screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2° and variable screws can be inserted ±15°, in any direction relative to the neutral angle of the screw hole. Screws are available in self-starting and self-tapping options; if tapping is required, the 10 mm tap may be inserted into the previously drilled screw holes to tap the vertebral bodies. The depth of the tap within the vertebral body will be restricted to up to 10 mm below the plate. Do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. The size 10 tapered driver has a tapered, self-retaining tip (stab-and-grab) to aid in insertion of the screws. Attach the proximal end of the driver to the spin top handle. Engage the stab-and-grab feature by inserting the driver into the screw. If preferred, the selected screw can be inserted into the vertebral body via the fast guide when using the guide plate. The size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. It is unclear what exactly caused the issue of screw cover fracture and screw migration. Insufficient information was available for investigation and a root cause could not be determined.

Event description:
A physician reported that the securing mechanism of an ozark plate disengaged and an ozark screw backed out. There has been no adverse consequence to the patient and revision surgery is not planned. This report captures the ozark screw. The ozark plate is reported separately.